Manufacturer narrative:
The customer has indicated that a sample may be available for evaluation. At this time no sample has been received. Once the sample is received an evaluation will be completed and a follow up submission will be filed. The sample has not been received for evaluation.

Event description:
Reported issue: the customer reported sometimes they are unable to connect the codan stopcock with extensionline to the enflow extensionline because the connection of the enflow extensionline does not fit the codan stopcock connection. And with some of them you have to try this with a kocher and even then it is hard to connect or it is not connected well enough. This complaint results in some of the cases in a leakage that they sometimes cannot see. With the endoscopic surgeries both arms of the patients are lying next to the body under the blanket and when medication is leaking, the reaction of the patient is not well and they are speeding up the infusion pump. It can be that the patient is not reacting very well on the medication because it is just leaking away and not coming in the patient. With the giving of blood, there is a lot of blood on the blanket because of the leakage. The attached complaint form indicates that this reported issue occurred while in use on a patient. It also states the procedure was completed as planned with no patient injury.

Manufacturer narrative:
Investigation results: three cartridge sets were received. These cartridges were from lot# 16041051, cartridges were leak tested at 20 psi and found to have a gross leak at the male luer of the extension and female luer of the stopcock. Upon further inspection the luer threads were deformed. This deformation is very similar to the deformation found in several cartridge extensions and is being tracked under scar 1507. This luer lock came from cavity 7. Information was sent to supplier of the luer and cartridge. Supplier confirms that the deformation is very similar to other reports received but the degree of deformation is lower. The corrective actions will be tracked under scar 1507.